Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited noise on the right atrial (ra) lead. Additionally, pacing impedances were noted to be high, out-of-range measuring greater than 3,000 ohms and there was loss of capture. The plan was to perform surgical intervention. During the implant procedure, when they took the lead out of the header and tested the lead rigorously through the pacing system analyzer (psa), it was working fine. The lead was then manipulated, and it still was working fine. The physician suspected a problem with the atrial port therefore, the device was explanted, and a new pulse generator was implanted. The ra lead was confirmed to be working through the new device. The patient was seen in clinic for a follow up and everything was working as expected. The right atrial (ra) lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited noise on the right atrial (ra) lead. Additionally, pacing impedances were noted to be high, out-of-range measuring greater than 3,000 ohms and there was loss of capture. The plan was to perform surgical intervention. During the implant procedure, when they took the lead out of the header and tested the lead rigorously through the pacing system analyzer (psa), it was working fine. The lead was then manipulated, and it still was working fine. The physician suspected a problem with the atrial port therefore, the device was explanted, and a new pulse generator was implanted. The ra lead was confirmed to be working through the new device. The patient was seen in clinic for a follow up and everything was working as expected. The right atrial (ra) lead remains in service. No additional adverse patient effects were reported.